Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after the freestyle librelink application update, the ¿text-to-speech¿ option does not work. The customer reported experiencing symptoms described as ¿couldn't move¿, dizziness, a seizure, and a loss of consciousness. The customer was unable to self-treat and the daughter provided sugar and juice for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The user reported they were unable to use the text-to-speech option in the freestyle librelink appliaction while using an iphone device. An attempt to replicate the user¿s complaint using a similar configuration was performed and complaint was not able to be reproduced. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that after the freestyle librelink application update, the ¿text-to-speech¿ option does not work. The customer reported experiencing symptoms described as ¿couldn't move¿, dizziness, a seizure, and a loss of consciousness. The customer was unable to self-treat and the daughter provided sugar and juice for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.